Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement on (B)(6) 1997 due to infection. No further information has been provided.